Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He stated that he was at the beach and took the insulin pump off to put it in the refrigerator and keep it out of the heat leading up to the alarm. The customer's blood glucose was 295 mg/dl. He advised that he treated by using his daughter's insulin pump's manual bolus to treat the high blood glucose. He declined to troubleshoot for the high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.